Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: mc2avr1-delsys, serial(B)(6), this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced infection. Abnormalities were found on blood and noted that to be acidotic which could be possibly due to stroke. The implantable pulse generator (ipg) system was explanted and temporary lead was placed due to patient condition. A leadless implantable pulse generator (ipg) was implanted six days post explant of the ipg system. Patient experienced cardiac arrest post operatively following the leadless ipg implant. Pulseless electrical activity (pea) was followed by ventricular fibrillation (vf) and ventricular tachycardia (vt) along with asystole on presenting rhythym. Cardiopulmonary resuscitation (CPR) was required during all three cardiac events with the third one being unsuccessful. Eventually the patient was noted to be deceased.

Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.